Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 had failed and required maintenance. A field service engineer (fse) found that both the controller board and the module board had failed prior to diagnosis. After the boards were replaced, the drawer was configured and tested without any issues, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, asu pyxis was initially off when rebooted, drawers 4.1 and 4.2 failed. Attempted to restart the system and recover the drawers. All drawers displayed messages indicating that maintenance was required. Since this occurred in a procedural area, expedited resolution was necessary. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.